Manufacturer narrative:
(B)(4). The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any other incidents reported from this lot. It should be noted that in the instruction for use mitraclip system manual it states :¿if resistance is noted, advance and rotate the clip by rotating the delivery catheter (dc) handle then retract the clip delivery system (cds) into the guide. The guide and /or sleeve position may also be adjusted to facilitate into the guide. If necessary, retract the sleeve or advance the clip to create a 2-3cm separation to facilitate clip entry into the guide. In this case, it is possible that the user error of applied tension to the clip/device while device retraction, contributed to the reported clip open-efaa; however, this cannot be confirmed. A definitive cause for the reported clip open-during establishing final arm angle (efaa) and difficult to remove from the steerable guide catheter (sgc) could not be determined. The reported difficult or delayed positioning was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip failed the final arm angle (efaa) test. It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation, with an mr grade of 4. The mitraclip delivery system (cds) was advanced and was positioned over the mitral valve. However, positioning was not ideal as the transseptal puncture was too low. The decision was made to perform another transseptal puncture in a better site, but the clip could not be retracted through the steerable guide catheter (sgc) for removal. The clip got caught on the sgc tip, the cds was pulled strongly. As it was not possible to retract the clip from sgc, the physician reattempted to implant the clip. The clip was positioned on the leaflets. However, the clip failed the final arm angle (efaa) test, the clip would open. The clip was not implanted. The clip was eventually able to be removed very carefully through the sgc. A new transseptal puncture was performed and a new cds was used. A total of two clips were implanted without any issue, reducing mr to 1-2. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.